Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out of the device during advancement¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional vessel closure device referenced is filed under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery with two proglide devices after an angiogram procedure, using a 6fr sheath. When inserting one proglide device into the patient anatomy, it was noticed that the suture came out of the device during advancement [unintended system motion]. A second proglide device was inserted into the patient anatomy; however, the sutures failed to deploy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.